Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed with the customer that a syringe plunger was pinched in the pocket lid, causing a jam and resulting in a pocket failure. The customer was unable to recover the pocket through standard methods. Fse advised manually breaking the lid, retainer, and cap to open the pocket and allow it to be failed and released. The customer manually opened the pocket, secured the narcotic syringes, and released the pocket, confirming the issue was resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 failed and displayed a "requires maintenance" message. The user reported the issue as urgent. Troubleshooting steps were performed, including rebooting the system, attempting drawer recovery, power cycling by unplugging and reconnecting the power cable, and inspecting the device internally; however, the issue persisted and the drawer remained non-functional. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.